Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: thoracic burst fracture procedure: percutaneous interbody fusion it was reported that intra-op, left side of l2 setscrew idly rotated in final tightening. The setscrew was replaced with new one and the surgery was completed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.